Event description:
It was reported while using the device, a leak was detected and the alarm did not sound. It was also reported, that there was no patient injury or harm.

Event description:
It was reported while using the device, a leak was detected and the alarm did not sound. It was also reported, that there was no patient injury or harm.